Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a gas leak. No patient was involved. Upon follow up, it was reported that gas leaks when bottle is open. Gas bottle seal to be replaced.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No patient was reported to be involved to the event. At the visit on site, the field service engineer verified the system and replaced the gas bottle seal to fix the issue. The root cause can be determined as a defect gas bottle seal. This is usually due to wear during change of the gas bottle. (B)(4).